Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded by the hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a screw fractured upon insertion into the anterior ramus of the patient's mandible. The surgeon trephined around the retained screw body to facilitate removal of the screw fragment. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The DHR will not be reviewed as the lot number remains unknown. For this part (91-1509) and the previous one year (from the notification date) regarding the screw fracturing, there is a complaint rate of 0.05%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.